Manufacturer narrative:
(B)(4).

Event description:
It was determined that the signal loss was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury, or medical intervention was reported.